Event description:
Literature was reviewed regarding tricuspid valve complication following leadless implantable pulse generator (ipg) implantation. The authors described a patient who presented three years after implant with dyspnea on exertion. Coronary angiography revealed severe multivessel disease, and the patient was referred for coronary artery bypass grafting. It was noted that the leadless ipg was inadvertently implanted into the tricuspid valve sub valvular apparatus causing tethering of the septal tv leaflet, which led to severe tricuspid regurgitation (tr). Following successful coronary artery bypass grafting, the leadless ipg was extracted. The patient was then implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: tricuspid valve complication following leadless pacemaker implantation requiring device extraction. Heart rhythm case reports. 2024; 10:960¿962. Doi: 10.1016/j.hrcr.2024.09.012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.